Event description:
The external pulse generator was returned for service after a fall to the floor and to have missing components replaced. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comments; display was out of specification, missing segments. Both bail covers, ring cover, one knob, both bails and rings were missing. The heart block, output connectors, lead flex cover and lower case were contaminated. The upper case was broken.